Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.di unavailable as sn is unknown.

Event description:
It was reported that a patient's pacemaker could not be interrogated and that their atrial lead had dislodged. The dislodge was confirmed via x-ray. The pacemaker was explanted and replaced whereas the lead was capped and replaced on (B)(6) 2019. The patient was stable. Related manufacturer reference number: 2017865-2019-15485.